Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigating the transmission, it was found the right atrial lead had oversensing episodes and inappropriate capture. The atrial capture was frequently out of range, and a capture episode showed no obvious atrial activity except for baseline signals that mirrored the ventricular activity. The p-wave sense amplitudes also declined. The patient presented in clinic on 8/19/19. Chest x-ray confirmed the right atrial lead has dislodged. Programming changes were made to turn off the lead. The patient was asymptomatic.

Event description:
New information received that the patient presented for right atrial lead revision procedure. During procedure, the lead was found pulled back within several centimeters from the pocket. The physician attempted to reposition the lead but the lead continued to pushback towards the pocket. It was noted there was tissue in the helix and excessive bends in the lead. The lead was removed and replaced on (B)(6)2019. The patient was fine and was discharged.

Manufacturer narrative:
Analysis was normal. No anomalies were found.